Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a cracked stopper on a sst tube with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: confirmed, bd was able to confirm the customer's indicated failure mode. Evaluation of the returned samples indicates that the issue was caused due to defective stopper moulding.

Event description:
It was reported that the bd vacutainer® sst ii plus plastic serum tube has cracks and a tube has a deformed stopper stucked inside the tube. No serious injury or medical intervention occured as a result of this incident.